Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to loose protruded drive support disk. The insulin pump passed the operating currents measurement and displacement test. Unable to verify motor error alarm or perform the self-test, a21 error test, occlusion, prime and no delivery test due to a33 alarm anomaly. No missing segments or partial display noted. The motor passed motor test. The insulin pump was received with cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube, broken reservoir tube lip, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming and a motor error alarm. Customer's blood glucose was unknown. Customer also reported that insulin pump was cracked and drive support cap would pop out and customer would push it back in. Customer was advised that insulin pump would need to be replaced.